Event description:
It was reported that (1) er320 device was used during an unk procedure. It was reported by the rep that during the procedure "clips spit out", but doesn't clamp. Another er320 was used to complete the case. There was no consequence to the pt.